Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Blood glucose level of the customer was 42 mg/dl. It was stated that the auto mode was active during the low blood glucose level event. The insulin pump will not be returned for the analysis.